Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 17726372 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the thoracic spine when pressure was applied. It was also noted that the patients anchor was coming out of the spine. The patient will undergo a revision procedure wherein the scs system will be replaced.

Manufacturer narrative:
Additional information was received that anchors were protruding but there was no skin breakage. It was also noted the ipg was not holding a charge and that the wires made the patients skin warm during charging. The patient underwent spinal cord stimulator (scs) system replacement and was doing well postoperatively. No device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the thoracic spine when pressure was applied. It was also noted that the patients anchor was coming out of the spine. The patient will undergo a revision procedure wherein the scs system will be replaced.